Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an small volume intermate device had a separated distal luer. The reporter stated that the tubing became detached from the plastic at the bottom of the luer. The event was identified by the patient prior to use. There was no adverse event reported. Additional information was requested and is not available. This is report three of three for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.